Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The first 4 of 86 were out of range. The results were greater than 1,000. The outcome was resolved without sequelae. Interventions included reprogramming. The device was interrogated and the results show that impedance corrected. Impedances were measured with reference electrode 4. Contacts 0, 10, 11, and 12 were greater than 10,000 ohms. The etiology was reported as related to the device or therapy and not related to the procedure. The etiology was noted as due to programming. Relevant medical history included: chronic low back pain and spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that device interrogation/device data showed that there was high impedance. With reference to electrode 4 electrodes 10, 11, and 12 were greater than 10,000 ohms. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which is connected to the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.